Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low impedance alert for when the right atrial (ra) lead impedance dropped. It was indicated that lead settings could not be adjusted as unipolar and bipolar settings could not be separated so the alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.